Event description:
Event identified during chart audit. Not submitted originally because there was no change in va original dx inflammatory keratitis. Infiltrates were noted in the diagram in the record. In reviewing reporting criteria, infiltrates require notification to manufacturer regardless of sterile vs infectious. Pt underwent uneventful lasik (B)(6) 2014. At 3 day post op presented at co-managing doctors office with inflammatory keratitis od. Vasc 2/20 od, 20/20 os. Pt stated od "irritated". Increased steroids (pred forte) to tid rechecked 2 days later. Inflammation almost completely resolved, no staining at slit lamp. Advised to continue meds: pf 1% tid, t-dex bid, zymaxid q2h, doxy bid, vit c 1000mg qd, erythromycin ung hs, oral pred qid, tears and celluvisc, od. Last seen by tlc (B)(6) 2014: vasc 20/20 od, 20/20 os. "Fading infiltrate od" noted at sle. Decrease zymaxid to qid, d/c vit c, doxy qid, taper schedule for prod forte gtts. Pt referred back to primary eye care provider for routine follow up. MFR ref #3003288808-2014-01596.